Event description:
On (B) (6) 2009 - pt had right knee arthroscopy, partial meniscectomy and acl reconstruction using two calaxo screws. After 10 weeks, the pt's knee was hurting in front of his knee cap. He said it was stiff and clicks. After 36 weeks, received a second opinion and said, he was still feeling significant pain and instability. An x-ray showed a small cyst on his tibia most likely from the screw.

Manufacturer narrative:
Product recall was initiated on august 21, 2007. (B) (4)